Event description:
The lay reporter contacted lifescan (lfs) on january 21, 2006 alleging that the lay user/pt's one touch ultra meter displayed an error 4 message. A medical affairs specialist (mas) mailed a letter to the pt since thet user could not be reached by telephone for further clinical info. The reporter mentioned that the pt received an error 4 message and was unable/unwilling to verify whether the pt experienced any symptoms at the time of testing. The pt retested and received another another error 4 message. A few minutes later, the pt tested at the pharmacy and tested on their device and received a 249 mg/dl. The pt was taken to the hospital where the pt was treated with insulin. The test strips were in good condition and not expired and the technique of applying blood on the test strip was correct. The meter was not a new product (out of box). Reporter refused to run the pt through a blood test with a customer care agent (cca). Cca sent the pt a replacement meter. The compmlaint is being reported since a medical professional treated the pt with insulin and there may have been a possible delay of treatment due to the error 4 message on the meter.